Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual inspection of the biocomposite-tenodesis¿ screw 7 x 23 mm, identified that the distal end of the screw was broken off. -functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the device broke. No further information was received. Update (B)(6) 27-aug-25: more information was provided. It was reported that during a reconstruction surgery of the achilles tendon, the surgeon lost grip during placement of the screw. He then checked the ankle and saw that the screw was broken. After that he tried to retrieve the screw, but only the top came off, so he left the a part in the patient. The bone was quite soft so it¿s strange that it broke. The surgery was finished successfully by placing a short screw on top of the broken screw. It was not necessary to switch the surgical technique or do a second surgery.